Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the video generator board and the touchscreen assembly. The unit passed all safety, and functionality checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen/touchpad went dead/blacked out while on patient. After borrowing another unit from an area hospital the customer switched pumps and rebooted the first console, which resulted in the keypad lighting up as it should. The iabp console was taken to their biomed. No patient harm, serious injury or adverse event was reported.